Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was experiencing seizures following a fall. It was stated the pt had seizures whether their device was turned on or off. The pt was referred to their health care provider. Additional info has been requested, a f/u report will be sent if additional info becomes available. Reference MFR. Report# 3004209178201102140.